Event description:
A nephromax kit was used during a percutaneous nephrolithotomy (pcnl) procedure in 2008. According to the complainant, during the procedure, the balloon would not maintain pressure; there was a leak in the balloon. It was also reported that the balloon was removed and a second, same type balloon, was used to complete the procedure with no reported complications. The pt was reported to be "fine" following the procedure.

Manufacturer narrative:
The device will not been returned as it was reported to be disposed of by the facility. Therefore, device analysis cannot be performed. A device history review indicated that the device met its material, assembly and product specifications at the time of release to distribution, therefore, operational context is assigned as the most likely root cause of this event. A lot history search was performed and found no other complaints against the reported lot number. The 15-month product family trending chart was reviewed and does not indicate a negative trend.